Event description:
Per contact, four banders were used. Out of 20 bands, nine adhered to the varices. A gi12140 therapeutic upper scope was used. Md experienced and maintained good suction. Md feels length of procedure (80 minutes) may have contributed to death of pt. Ten units of blood were given to pt. When loading and taking off red flag, the plastic wrap did not come off at once, but they were careful to remove all the wrap.